Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found tears in the haptic. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, and race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens, -8.0 diopter tore/broke during injection. The lens was removed intraoperatively on (B)(6) 2019. An alternate lens was successfully implanted on (B)(6) 2019. Reportedly, the icl was stuck at the top of the injector between the cartridge and the foam tip plunger. It is reported that there was no patient injury. The cause of the event is reported as user error and device.